Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred approximately 45 minutes after initiation of the patient's hemodialysis (hd) treatment. The machine alarmed for blood leak and the leak was visually observed. Blood test strips were used twice for double checking and both results positively confirmed the presence of blood. No dialyzer defect or damage was visible. The patient¿s estimated blood loss (ebl) was noted as being approximately 250 ml as the patient¿s blood was not returned following the event. No patient adverse effects were experienced, and no medical intervention was required. The patient completed treatment with a new set-up of supplies on the same machine. The complaint device was stated to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: although it was originally stated that a sample was available to be returned to the manufacturer for evaluation, no device has been received by the manufacturer to date. A production records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product non-acceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A review of the DHR did not reveal a probable cause for the customer complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.